Event description:
Reporter indicated that pt developed a hematoma in his neck which was continuing to swell and beginning to block his airway. Pt underwent emergency surgery to remove the hematoma, and the vns therapy lead was also removed during this process. Good faith attempts for further info are currently being made.